Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1200 failed during transport on a patient. Multiple resets happening. The customer confirmed that there was no patient harm associated with the reported event. The patient was ventilated with a bag-valve mask.